Event description:
The customer reported to corporate product surveillance of a non dehp interlink buretrol set that was observed to be missing the distal portion of the tubing. The customer said the set was not completely assembled and the tubing just stops abruptly. The nurse noticed this while setting it up to prime. The set was not connected to the patient because there was no male luer to connect. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. A visual inspection was performed and the reported condition was confirmed. An interlink injection site was observed at the end of the set where a two piece male luer lock should be. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed on the reported lot with no deviations found. An assignable root cause could not be determined.